Manufacturer narrative:
Event evaluation: still under investigation.

Event description:
On (B)(6) 2010, a (B)(6) male patient underwent aaa repair. The patient's anatomical form was suitable for the procedure and the procedure was completed without problem. On (B)(6)2010, dissection of the descending aorta was confirmed by CT. As of (B)(6) 2010, the patient is followed closely without additional procedure because thrombus has been forming by degrees. The patient's condition is unknown as not provided by reporter.